Event description:
On (B)(6) 2002, the plaintiff had an ams sparc sling implanted. It was alleged by the plaintiff's attorney that the plaintiff "suffered injuries including mental anguish, pain, and discharge as a result of her implantation." It was also alleged that the plaintiff experienced mesh erosion, infection, chronic pain leading to the need for further surgery, diminished capacity for the enjoyment of life, diminished quality of life, and other such damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.